Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis. The blood glucose reading was 548 mg/dl. The customer's mother stated that the customer was vomiting and did not feel well. She stated that her son was having problems with the insulin pump, observing a protruding drive support cap. She reported that the drive support cap had been pressed back in while the customer was connected, and he would receive a big bolus inadvertently. She noted that the customer experienced ketones, and he was treated with insulin, fluids, dextrose, potassium, and nausea medication. The customer was wearing the insulin pump at the time of the event. She was advised that the insulin pump be replaced. Nothing further reported.

Manufacturer narrative:
Compromised force sensor alarm during the basic occlusion test due to protruded/loose drive support disk. Unable to perform the prime, or compromised force sensor, occlusion and excessive no delivery test due to compromised force sensor alarm. The insulin pump was received with cracked case at the display window corner, reservoir tube lip, minor scratched lcd window, stained end cap sticker, scratched case, scratched reservoir tube window, scratched keypad overlay and cracked belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.